Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the patient was in the emergency room due to them not emptying their bladder. They felt like they needed to go all the time and had strong urges with little dribbles. The patient stated it was like a uti without the pain and burning. They felt full and stated they did not know what they are going to do. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The patient mentioned that they might empty their bladder with a catheter. It was advised to keep track of the volume with the catheter. Additional information received on (B)(6) 2018 from the patient reported that they had not had a bowel movement since before the evaluation and wanted to know what program they could change to. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if there were any interventions/actions taken to resolve the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the wire became unattached (per the patient). The patient contacted the manufacturer¿s representative. As far as they know there had been no complaints at this time for the patient. There were no further complications reported or anticipated.